Event description:
The customer called and reported experiencing blood glucose of 40 mg/dl while receiving weak signal alerts on the insulin pump, from his sensor. Customer stated he treated for the low blood glucose, his most recent reading was 146 mg/dl at time of reporting, and he declined to troubleshoot the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-16680 regarding this event.